Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system switches into standalone mode. After several reboots of the system and mobile view station (mvs) the system remains in standalone mode. Prior to this, pressing the 2d button results in a black/white image. The case was completed without medtronic imaging. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Investigation summary: it was reported that the system booted into standalone mode. Several reboots were unable to resolve the issue. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. The device was returned and serviced as part of this investigation. Analysis/service found issue with detector panel and detector interface board. Parts were replaced on site and system checkout completed successfully. Analysis of returned components was unable to replicate issue as parts were installed on a known working system. The system readied and functioned as expected. 2d and 3d imaging were successful under testing; no problem found. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. As issue was resolved with part replacement no further action is required.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the detector for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional.